Event description:
Stapler had trouble firing. Product did not have patient harm. Product is available for return to manufacturer. Manufacturer response: for endo gia ultra universal stapler, (brand not provided) (per site reporter). Return kit to be sent.